Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via phone that an ar-3636 fibertak repair stitch would loosen and another ar-3636 implant would not tighten at all. This occurred during use in a labral repair with no patient effect. Case was completed using pushlock to secure final fixation. 30 minutes added to case.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or improper surgical technique. Directions for use dfu-0054-eo bio-fastak, fastak¿, suturetak® and fibertak® suture anchors. G. Precautions 7. Arthrex implant specific instrumentation must be used to insert implantable devices per the recommended surgical technique. The complaint allegation was not confirmed. No evidence of the failure was received.